Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose on (B)(6) 2015. The customer stated that at midnight she had frequent urination and then she tested at 4 30 am and blood glucose was at 455 mg/dl. She treated with manual injection. She called the doctor at 10 30 am. Current reading is 250 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime and the cannula was straight. Time and date are correct. Customer declined to check the basal rates and bolus wizard settings. The customer was advised to contact the doctor regarding the insulin to be taken.